Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited suspected under-sensing on recorded ventricular episodes. Additionally, the right atrial (ra) lead exhibited low p-waves and suspected intermittent undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.